Manufacturer narrative:
Since breakage of the plastic case area in and around the battery compartment can be seen in the photographs braemar is treating this event as a reportable malfunction. Braemar is unable to determine, at this time, whether the installation of non-manufacturer recommended batteries caused or contributed to the event. Braemar has requested the device and original (B)(4) supplied battery pack as well as any other accessories for further investigation.

Event description:
Braemar received information on (B)(4) 2014 from (B)(6) in which they reported a potential adverse incident involving one of the braemar er920w event recorders and a (B)(6) supplied disposable lithium thionyl chloride battery pack. (B)(6) informed braemar that the pt was not wearing the device nor were they in the same room with the device when the incident occurred. No pt injury was reported. (B)(6) provided the device serial number along with som digital photographs of the device on (B)(4) 2014. Breakage of the plastic case area in and around the battery compartment can be seen in the photographs.